Event description:
Pt is a type 1 diabetic, uses dexcom g6 for glucose monitoring. On (B)(6) 2022, pt was involved in a motor vehicle accident and found to be hypoglycemic with a glucose level of 30 mg/dl. She received several warning according to her dexcom log in regards to low and critically low glucose levels, which she reports were silenced by her vehicle's bluetooth connection and car audio system. She states due to lack of critical alert, she lost consciousness and was involved in an accident. Her blood alcohol level was also notably 0.25 at the time, however. Due to patient reports of loss of critical alarms when connected to her vehicle audio via bluetooth, report is being filed. FDA safety report ID# (B)(4).